Event description:
It was reported that the surgeon partially inserted a cq2015 collamer three-piece lens and one haptic tore. The lens was removed with no patient injury, no incision enlargement or sutures. The surgeon felt the cause of the torn lens was due to the lens not being loaded properly.

Manufacturer narrative:
Evaluation codes results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.